Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that there were missing data points on the continuous glucose monitor graph. The customer's blood glucose ranged from 150-200 mg/dl. The customer was instructed to reset the pump to resolve the issue.